Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes. Available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the tubing felt soft and was more prone to kinking during priming and rewarming. This was experienced multiple times, and the perfusionist has noticed a cloudy haze in tubing. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.